Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image is consistent with the alleged complaint. The image showed that the tip of the instrument was completely detached from the jaws. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the tips of the fenestrated bipolar forceps instrument was broken and fell into the patient's body. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that fragments were found on the shallow surface and were retrieved by pliers. No additional surgical procedure and no post-operative tests were required to remove the fragment. There is no report of post-surgical complications, and the patient has not returned to the hospital. The instrument was used for the first half of the surgery. Upon final removal of the instrument, the instrument's wrist was straightened. The surgical staff did not fell any resistance upon removal of the instrument through the cannula or noticed any damage to the cannula after the event. The fragments will not be returned to isi. No images or video recordings were available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.194" x 0.565" was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.